Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The load cell characterization test revealed that both the load cells exceed their normal parameters. Therefore, the root cause for the ua07 error message was due to defective load cells. The cracked covers and defective load cells were likely attributed to mishandling, such as a drop. The load cells were replaced to address the observed ua07 error. Upon visual inspection, noticed damages on the top cover, front enclosure, and bottom enclosure. Based on the photos provided by the service team, saw a large crack near the lcd screen and bumper part of the top cover, a missing load plate shoulder screw, and a broken screw well area on both the front and bottom enclosure. The observed physical damages are appeared to be the characteristics of harsh impact, likely caused by mishandling, such as a drop. The top cover, load plate shoulder screw, front enclosure, and the bottom enclosure was replaced to address the observed physical damage. Upon further testing, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform was manufactured in 2014 and is more than six years old, past the expected service life of 5 years. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4) .

Event description:
During preventive maintenance on 03/26/2021, the autopulse platform (sn (B)(4) ) failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. No patient involvement.